Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were telemetry issues an implantable neurostimulator (ins) overdischarge was suspected. The manufacturer representative (rep) was not able to interrogate with the clinician programmer, patient programmer, or implantable neurostimulator recharger (insr). They were getting poor telemetry or reposition antenna screen. The patient had not been getting stimulation since a revision in (B)(6) 2012. The patient had been charging the device and claimed to have charged for 3 hours the night prior. There was no information for charge session on the insr memory. Since (B)(6) 20102, the patient hadn't felt stimulation but the patient claimed to be communicating with the device the day prior. An ins overdischarge was confirmed. A trickle charge was completed and the patient had kept the battery full since. The patient was doing well and could communicate with the ins.

Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. There were symptoms which included increased baseline pain. The patient was walking but with a walker, their legs were getting worse again. The patient was having problems with it again and was really scared it was doing the same thing as before. The patient was having a lot of pain in their legs. They were not working real well and if it was, the patient didn¿t want another one in them, they were too scared. The patient didn¿t really want it. It was not working, the patient needed to get someone to figure out what was going on with it, was it the device itself or what. The patient didn¿t turn it on for a while because the patient wanted to get through their therapy. The patient was too scared if they moved too much it was going to go back over and caused them a lot, 2.5 years, of awfulness. When the patient turned it back on, it was working pretty good and it just quit working the last few months. The patient tried fiddling with it, new batteries. The patient did not feel any stimulation. The patient did not want the ins in them. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.